Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. The engineering evaluation stated the following: when physically evaluated upon return, the following observations were made: the outer sheath was severed. The device was kinked at multiple locations along the catheter, including near the strain relief. The tear tube was severed in two locations, approximately 25 cm distal of the thumbwheel knot in the handle and approximately 80 cm proximal to the coupler bond. The lock slider was in the unlocked position. The outer sheath was locked distally, over the proximal edge of the stent. Approximately 37 mm of the distal end of the stent was uncovered. The stent displayed tensile damage and the constrained portion of the stent was translated distally on the catheter. Based on the device examination performed, no manufacturing anomalies were identified.

Event description:
The following information was reported to gore: on b)(6) 2018 a patient was undergoing treatment of a heavily calcified popliteal artery stenosis with a gore® tigris® vascular stent. An antegrade approach was utilized. The device was advanced over a .035" wooly wire through a 6fr terumo sheath. When the target location was reached deployment was initiated. Approximately 3-4 cm of the device expanded when deployment stopped. The deployment line snapped, however no resistance was felt prior in the deployment wheel. Then the deployment wheel was turning without additional device expansion. The delivery catheter was then cut open in attempts to retrieve the deployment line, but this was not successful. The sheath was advanced further to try and capture the device, which was eventually successful. The procedure was completed using a bare metal bard lifestent. There was no injury to the patient.